Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right atrial lead exhibited noise resulting in auto mode switch. The noise could be reproduced in clinic. The patient was asymptomatic to the event. The lead was capped and replaced successfully on (B)(6) 2017 during device upgrade procedure. The procedure was completed without adverse event for the patient before, during and post procedure.